Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device occasionally did not discharge during inspection.